Event description:
It was reported that during an unknown procedure, the handpiece has the housing damaged. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Nose cone the handpiece was received with the nose cone cracked. During testing the phase margin was recorded out of specification; however, this out of range value will not interrupt device function or generate an automatic error code. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed. However, this will not interrupt device function or generate an automatic error code. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.